Event description:
It was reported that a user experienced elevated blood glucose after dinner while noting higher carbohydrate intake at dinner and receiving more insulin at lunch than at dinner. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included review of the user¿s report and complaint assessment. Investigation of this case revealed insufficient information to identify a device malfunction or use error. It was concluded that the cause of the hyperglycemia was unclear and could not be determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.